Manufacturer narrative:
A device history review was conducted for lot number 8043062. Bd engineers have noted a trend in leakage at the inserter for this lot, with this being the fourth reported occurrence. This lot of intima ii was manufactured in march of 2018, according to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Although we were unable to secure a sample for evaluation, a review of the manufacturing process determined that the root cause is an obstruction of the swaging station¿s guiding camera during production. Although this is a rare occurrence, it is possible for the extension tubing to fall off the production line in a way that allows it to settle into a position that obstructs the guiding eye of the automated swaging station, causing the swaging process to terminate prior to completion. The plant has optimized the camera system to prevent the reoccurrence of this event. Bd will continue to track and trend for this issue.

Event description:
It was reported with the use of the bd intima-ii closed IV catheter system there was an issue with leakage at the join of the extension tubing and y-connection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd intima-ii¿ closed IV catheter system there was an issue with leakage at the join of the extension tubing and y-connection.